Manufacturer narrative:
Device evaluation by manufacturer: the returned device is a jetstream atherectomy catheter. The device was visually and microscopically examined for any damage. Visual examination and microscopic examination revealed no damages. Device to device interaction test was performed and a test guidewire was able to pass through without any issues. Inspection of the remainder of the device revealed no damage or irregularities. Product analysis found no issues tracking a test guidewire through the device.

Event description:
It was reported the device was difficult to remove. A 2.4 mm jetstream xc catheter was selected for a femoral popliteal atherectomy and percutaneous transluminal angioplasty (pta) procedure to treat critical limb ischemia (cli) with high-grade calcification. The jetstream device was advanced through a 7f 11cm sheath and blades down and rex were attempted. During usage, the device became tight on the filterwire ez guidewire. The jetstream device and the guidewire were removed separately from the patient to prime the device again. The device was difficult to remove. It was not possible to put the guidewire back into the jetstream device. The procedure was completed with a different device of the same model. There were no patient complications, and the patient status was stable.